Event description:
It was reported that on an unknown date, the surgeon was fixing a broken finger and the drill bit broke, and a portion was left in the patient. The patient had super hard bone. The piece was not removed and the surgery was completed successfully. This report involves one 1.1mm drill bit/k-wire attachment for threaded hole/70mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). The endoscope was received by pentax medical for evaluation on 01-dec-2022. The endoscope was inspected by pentax medical service under work order (B)(4) and the technician was unable to duplicate the user complaint and documented the following inspection findings: customer complaint findings: customer complaint not duplicate, scope leak test function: dry leak test pass, scope leak test function: wet leak test pass, scope electrical test function: dst electrical safety test pass, scope electrical test function, scope electrical test function: resistance electrical test pass, r/l lock knob. The investigation is inprocess. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.130.200, lot f-34059: release to warehouse date: december 09, 2021. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that the drill bit had no signs of issue. The complaint condition of breakage cannot be confirmed since the device is not clearly shown in the picture and embedding of the fragment is not confirmed as x-ray evidence was not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.